Event description:
It was reported that the patient presented for an in clinic follow up. Upon review, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. No intervention was performed. The patient was in stable condition.